Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020, prior to the procedure, the patient had undergone cardiac valve replacement in another hospital. No abnormalities were found in the preoperative ultrasound report, and no coronary sinus openings were found during routine intraoperative operations. After coronary angiography, lateral posterior cardiac vein was seen, and the electrodes were tried to be sent to the target vein. No four points of pacing parameters were obtained after testing, and the target vein was selected again, with unsatisfactory results. And then give up the surgery. The patient returned to the room for another bedside ultrasound, which revealed that the coronary sinus venous sinus was sewn into the right ventricle during valve replacement. The lead was replaced. The patient was stable.